Event description:
The autopulse platform (sn (B)(6)) was used during a patient call en route to the hospital. Initially set to a 30:2 ratio, the autopulse platform performed compressions for approximately 18 minutes. However, 5 minutes before arriving at the hospital, it stopped compressions and displayed "system error, out of service, revert to manual CPR." No consequences or impacts on the patient. The customer noted that during the morning shift check, they replaced the battery packs and inspected the charging station to ensure everything was functioning properly. On the morning of the incident, all checks passed.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed in the archive data and during functional testing. The root cause of the system error was the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error. Reviewing the archive data showed a system error, 139 (unable to hold compression position), confirming the customer's reported complaint. The autopulse platform failed preliminary functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Investigation showed that the drivetrain motor brake gap was too wide and out of specifications, which caused the system error. Since the brake gap could not be adjusted within the proper range because it remained wide open and kept spinning freely, the drivetrain motor assembly was replaced to remedy the problem. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 66686 was reported on 14 july 2022, and the system error 139 (unable to hold compression position) was resolved by replacing the drivetrain motor assembly.